Event description:
The customer tested his blood glucose using his elite and contour meters. The elite meter read 369 mg/dl, while contour read 126/136 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.